Event description:
A malfunction was reported on the customer's pump, but there were no notable events before the malfunction, and the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer will continue to use current pump for insulin therapy.